Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a non-sustained right ventricular oversensing episode. The patient's rv capture threshold had increased and the implantable cardioverter defibrillator's ouptuts were not able to capture. The device was sensing both the pacing stimulus and intrinsic beats. Programming changes were made. The patient was stable.